Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received the scs system on (B)(6) 2010. It was reported that the patient was unable to increase the amplitude with the patient programmer above perception. Patient also reported feeling overstimulated and diagnostic tests of the leads reported invalid impedance measurements. Reprogramming of the system did not resolve the issue. Surgical intervention will be undertaken at a later date to address this issue. No further information is available at this time.